Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. Corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device was reportedly overheating. 19 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty two events were reported for this quarter. Twenty one devices were received for evaluation; 8 events were duplicated during testing. The reported event was not duplicated during testing for 13 devices; however, the devices were outside specifications. Eighteen devices were found to be affected by corrosion. One device was found to be affected by a damaged component and corrosion. One device was found to be affected by compromised lubrication and corrosion. One device was found to be affected by shattered bearings. One device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device was reportedly overheating. Nineteen events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.